Manufacturer narrative:
A siemens field service engineer (fse) inspected the instrument and no issues were identified. A study was performed on the patient sample. The patient sample was diluted with 0.9% sodium chloride solution, diluted with diluents, pre-treatment with heterophilic blocking tube, and pre-treatment with 26% polyethylene glycol. The results of the study did not show heterophilic antibodies, denature immunoglobulin, or non-specific binding by immunoglobulin. Study results: (B)(6) 2014 trough diluted with 0.9% sodium chloride solution result: neat: 42.4 1:2 dilution: 23.7 1:4 dilution: 14.76 1:8 dilution: 11.76 nonlinear (B)(6) 2014 trough pre-treatment with heterophilic blocking tube ((B)(6) result: neat: 42.4 (B)(6): 42.69 the sample does not have heterophilic antibody. (B)(6) 2014 trough pre-treatment with 26% polyethylene glycol result: neat: 61.3 peg: 1.16 immunoglobulin and vancomycin were removed. (B)(6) /2014 trough pre-treatment with anti-body free permanent magnetic particles (pmp) result: neat: 34.45 pre-treatment: 31.89 no non-specific binding with pmp. (B)(6) 2014 trough pre-treatment with protein g agarose to remove igg result: neat: 34.45 pre-treatment: 7.756 igg removed. The patient sample was tested on the advia centaur xp, dimension, and alternate method. The results from the advia centaur xp remained elevated. Results: date (B)(6) 2014 (B)(6) 2014 sample trough after 1h vanc therapy trough customer advia centaur xp: 46.318 >90 61.799 >90 internal advia centaur xp: 42.4 >90 61.3 >90 dimension: 7.23 25.91 7.96 9.74 alternate method: 6.86 23.14 8.25 10.24 the cause for the discordant advia centaur xp vancomycin (vanc) results is unknown. It appears that there may be an interferent in the patient's sample. The instrument is performing within specifications. No further evaluation of the device is required. The IFU states in the interpretation of results section: "results of this assay should always be interpreted in conjunction with patient's medical history, clinical presentation and other findings." The IFU states in the limitations section: "heterophilic antibodies in human serum can react with reagent immunoglobulins, interfering with in vitro immunoassays. Patients routinely exposed to animals or to animal serum products can be prone to this interference and anomalous values may be observed. Additional information may be required for diagnosis."

Event description:
Discordant advia centaur xp vancomycin results were obtained for a patient sample. The results obtained upon dilution were nonlinear for a trough sample. Another trough sample was collected and tested. The results were also non-linear. The patient results were discussed with the physician to carefully observe treatment or pharmacokinetics simulation. Patient treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant vancomycin result.